Event description:
A pt with acute lymphoblastic leukemia received ambisome. The ambisome was infused over 30 minutes instead of 2 hrs due to a malfunction of the alaris se infusion pump. This resulted in asymptomatic tachycardia -heart rate-200 and tachypnea-respirations 48- which both resolved back to baseline within 4 hrs of administration of the drug.